Event description:
Reporter indicated patient was hospitalized after a seizure and experienced bradycardia with stimulation, during the hospital stay. The device was disabled and the bradycardia stopped. Diagnostics were performed on the device after hospital release and yielded normal results. The bradycardia event did not recur with diagnostic testing. In addition, the patient was monitored for a 12-hour period with device stimulation and no bradycardia occurred. The device remains activated and patient has not had any more bradycardic episodes. The physician has stated "the bradycardia was an incidental, but significant finding as the heart rate was 25" and that the vns caused the bradycardic events while the patient was hospitalized for seizure. No serious injury was reported.

Manufacturer narrative:
Vns labeling lists heart rate and rhythm changes as potential adverse events, possibly associated with surgery or stimulation.